Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side exchange due to concerns with the product. Later, healthcare professional reported right side rupture and exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Patient reported a right side exchange due to concerns with the product. Later, healthcare professional reported right side rupture and exchange due to concerns with the product. Device has been explanted.